Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300 mg of clopidogrel of 325 mg of aspirin. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a 27mm lotus edge valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use (dfu). Retrieval was not attempted. Post procedure/pre-discharge transthoracic echocardiogram revealed aortic valve area 2.35cm^2, mean aortic pressure gradient 7 mmhg and left ventricular ejection fraction 70%. Mild aortic regurgitation was noted. The patient was discharged on aspirin and clopidogrel. Post procedure event summary: on the same day of index procedure, the patient was noted with lbbb. The event was medically treated. Post bav, no conduction disturbances were noted. At the time of reporting, the event was considered as recovered/resolved.